Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string on a tampon went up inside her vaginal cavity after a couple hours of use and she could not find the string to remove the tampon pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
H10 device evaluation: a visual inspection of companion samples returned by the consumer did not observe any product defects or abnormalities.